Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. (B)(4). Reporter phone number unknown. Philips field service engineer replaced the power switch overlay to resolve the issue. The unit passed the required verification tests after the repair was completed.

Event description:
Philips field service engineer (fse) reported power led failure. No patient/user harm reported.